Manufacturer narrative:
Analysis & conclusions: mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned.

Event description:
The customer reported getting a false negative result on one patient. The patient tested negative using the accula sars-cov-2. Positive on cepheid no adverse event occurred.